Event description:
It was reported that a t:slim x2 pump battery would not charge even though customer used tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer confirmed that pump began charging again after leaving it connected to a working outlet for at least 30 minutes with original charging supplies, pump did not shut down or lose power, and no further assistance was required.